Manufacturer narrative:
(B)(4). The customer¿s report of separation of the silicone pump segment was confirmed. Microscopic examination of both ends of the silicone segment, as well as the insertion tabs on either end, did not reveal any damage or abnormalities. Functional testing was performed and it was noted that the silicone pump segment had become detached from the upper fitment. Because the retainer ring was still in place at the end where the segment had detached, it was possible to manually re-connect the segment to the upper fitment. Pressure testing was performed without any pump alarms or separation of the silicone segment. The root cause for the separation could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported while a nurse was flushing the tubing near the IV pump it 'popped apart' and saline spilled on the floor. There was no patient harm reported.